Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No patient complications nor serious injury were reported.